Event description:
Drug/diluent: marcaine .25%; fill volume: 30 ml; flow rate: 4.0 ml/hr; procedure: laparoscopic ventral hernia repair; cathplace: preperitoneum. Fast flow reported after the pump was refilled with 30 ml of marcaine. Pump initially delivered medication on (B)(6) 2012, at the appropriate flow rate. However, the pump was refilled sometime in the evening on (B)(6) 2012 and delivered medication between 10pm - 2 am. Pt contact: yes. Adverse event: yes, pt complained of dizziness, nausea and burning at the catheter sites. Medical intervention: no.

Manufacturer narrative:
Method - sample has not yet been received, but was reported to be available. Result - without the actual product, an analysis cannot be conducted. Conclusion - I-flow provides a caution in it's dfu, on-q pump directions for use ((B)(4)), cautions: do not use if package is open, damaged or a protector cap is missing. On-q is sterile, non-pyrogenic and single use only. Do not re-sterilize, refill or reuse. Reuse of the device could result in the following risks: improper functioning of the device (i.e. Inaccurate flow rate). Increased risk of infection. Occlusion of the device (i.e. Impedes or stops infusion). Do not fill less than minimum or exceed maximum fill volume of pump. Clamp is provided to stop the infusion. Do not remove or break clamp. Do not use clamp as an intermittent delivery device. Roll tubing between fingers to promote flow if clamped for extended time. The labeled flow rate and fill volume for each pump are clearly identified on the device. Flow rates may vary due to: fill volume - filling the pump less than labeled fill volume results in faster flow rate. Filling the pump greater than labeled fill volume results in slower flow rate. Viscosity and/or drug concentration. Positioning the pump above (increases flow rate) or below (decreases flow rate) the catheter site. Temperature: refer to on-q pump insert for model specific info on temperature. Device is a one time use.